Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided were within specifications. The alarm trace did not contain a conspicuous event. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue and verified the analyzer's performance. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) checked the ise electrode seating for moisture, checked the sipper, vacuum, and diluent and internal standard nozzles, verified sample probe adjustment, and adjusted detergent volumes. Ise checks, calibration, and precision testing was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 (cl) results for 1 patient sample on a cobas c 303 analytical unit. The initial cl result was 79.2 mmol/l. The customer's laboratory information system flagged the result with a delta check which prompted the customer to repeat the sample. The repeat result was 99.8 mmol/l.